Manufacturer narrative:
Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, there was a removal of proximal femoral screw as part of left hip epiphysiolysis. One screw was impossible to remove from the left hip despite the right position of the head screw and the use of several screwdrivers (fully cannulated). The screw head was damaged. Surgeon decided not to continue the extraction attempts because of the risk due to the bone fragility. There is no plans/scheduled surgery to extract the screw. There was thirty to forty five (30-45) minutes surgical delay. The patient is doing well. This report captures the post-operative event due to left hip epiphysiolysis while (B)(4) captures the intra-operative event wherein the the screw head was damaged upon removal and impossible to remove. This complaint involves one (1) 7.3mm cannulated screw. This is report 1 of 1 for complaint (B)(4).

Event description:
Additional event information : the surgeon didn't try to remove the screw on the right hip. After discussion with the mother of the child between the two operating times, the surgeon decided that the removal on the right will not occur because there was a risk that the issue which occured on the left side will occur again.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Part/lot (209.670s/108553030) combination are unknown at synthes gmbh, no DHR review possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.